Event description:
It was reported that the patient was remotely monitored via merlin.net. Upon review of the transmission, the right ventricular (rv) lead demonstrated noise. The patient was subsequently brought into the clinic, and the physician explanted and replaced the rv lead. The patient remained stable throughout the procedure.